Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with cracked case at display window corners, cracked battery tube threads and scratched display window. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. Blood glucose value was 41 mg/dl. The customer confirmed the time on screen did change. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.